Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had motor error and no delivery alarm during prime. Blood glucose level of the customer was 320 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm but unable to rewind the insulin pump. It was stated that the drive support cap was not damaged. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).